Event description:
It was reported that a 40-year-old caucasian female patient who underwent an unknown breast surgery with mentor smooth round moderate profile, 350cc, saline breast implants has experienced left-sided deflation intraoperatively. The patient was implanted, and the doctor noticed the implant was losing shape, so they took it out and resterilized it. It's a defective implant per the doctor. The report also stated that the implant lost its volume while inside the patient, it leaked somewhere. The defective device was replaced with a new mentor saline device. No adverse event reported. The patient underwent new implants as follow: left catalog number 3501655, serial number (B)(4), right catalog number 3501655, serial number (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 29, 2022, the evaluation for the device was completed. Device evaluation summary: during the visual analysis of the returned sample sal smooth rnd diap 350cc no apparent damage or visual anomalies were observed. Leak testing was performed, in accordance with mentor's procedures. Findings revealed a tear on the anterior view, near the valve system. A microscopic examination was performed, and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through mentor¿s quality system. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. According to the manufacturer investigation, with consideration to process controls and manufacturing records reviewed, the puncture reported could not be confirmed as a manufacturing defect. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4). In the previous report, it was mention that the doctor noticed the implant was losing shape, so they took it out and reserialized it. This statement is incorrect. The doctor "resterilized" the implant, not "reserialized" like mentioned in the previous report.